Event description:
The customer reported to baxter corporate product surveillance a high flow extension set which burst. According to the report, the set burst "spraying bodily fluids onto the nurse." A radiologist, who reportedly has been using this kit for a long time with no prior occurrences, was using the kit when the tubing burst, spraying bodily fluids onto the nurse. According to the facility, there was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. A batch review could not be completed as the lot number was not provided by the customer.